Event description:
It was reported that pump declared a cartridge change error and customer was initially unable to load cartridge onto pump despite following on-screen instructions. There was no adverse impact to the customer¿s blood glucose level. Customer inspected and cleaned pump components as instructed, attempted multiple cartridges, and with technical support assistance successfully filled and loaded new cartridge, after which load process was completed and insulin delivery was resumed.